Event description:
It was reported that the trans telephonic transmission appeared consistent with noise and the paced events showed possible non capture. In addition, it appeared that the activity level was nearly zero. The patient was unable to be reached at the time the call came to technical services. Information identified in the manufacture database indicated that the patient died on the day these episodes were recorded. A cause of death has been requested and not received.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2011 of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a the death. This event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.